Event description:
I had sientra opus breast implants placed with a lift on (B)(6) 2022. Within a few weeks I had breast redness and pain, but not at the surgical incision sites, it was more diffuse breast pain and redness. I had no fever, but plastic surgeon placed me on an antibiotic which helped the symptoms. After a few more weeks I noted new onset of headaches, frontal, congestion like that would last for a day or more. I took tylenol and decongestants which helped. These started to occur few times monthly, to weekly then became daily by early (B)(6) 2022. In addition to headaches, I began having new onset low back pain and bilateral hip pain, daily. I noted dry burning eyes as well that started a few months after implants. I also had new onset insomnia, brain fog, trouble concentrating and anxiety. I had intermittent chest discomfort and debilitating fatigue. By (B)(6) 2022 I sought help from my pcp due to having a daily headache for over 6 weeks at that point. She tried antibiotics, steroids and did a brain MRI. Medications did not help and the brain MRI was negative. She did a panel of blood tests looking for inflammation, infection as well and rheumatological disease, these were all negative. I did see my cardiologist as well at this time; they performed an EKG and echocardiogram which was normal. I had none of these issues prior to implant. I sought explant and had the breast implants removed (B)(6) 2023. Within 3 days my headache was gone and has not returned, to date all of my other above symptoms have resolved. I have notified sientra. My plastic surgeon for implant as well as explant was (B)(6) md of (B)(6). I have urged him to file report as well of my health issues caused my these implants. Reference report: mw5116102.